Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed customer service representative assisted the user through performing a safety reset of the unit which resolved the issue. Based on all the information available, the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen during start-up. There was no patient injury reported as a result of this incident.